Event description:
Following a cardiac catheterization procedure, an angio-seal device was deployed in 1999. Five days post deployment the pt noticed increased swelling in the groin area. Pt sought medical attention from primary care physician, who noted increased swelling, modified pt pain medicine control, and prescribed ciprofloxacin. On june 15, 1999 the pt noted purulent drainage and an increase in swelling at the right groin, prompting pt to seek emergent attention. The pt was taken to the operating room immediately for incision and debridement of the right groin site. Inflammatory tissue extended from the skin surface to the femoral artery. A large abcess was found and drained and cultures sent to microbiology. It was later determined that the agent involved in the infection was staphylococcus aureus. The pt tolerated the procedure without complication. Pt remained with good pulses in the right lower extremity, and was monitored for two days in the surgical intensive care unit. The pt was discharged on june 21, 1999 in stable condition. It should also be noted that although the event occurred in june 1999, the MFR was not notified until jan 2000.